Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient with an implantable neurostimulator (ins). It was reported that the patient stated that electrocautery ¿fried the device.¿ no symptoms or complications were reported.